Event description:
It was reported the bd connecta wht 360deg tb 25cm had foreign matter the following information was provided by the initial reporter: contamination in the ll connection. Contamination can be seen in the ll connection inside the device

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
¿ We would like to ask you to confirm whether samples are available for testing. Yes 60 pieces ¿ if yes, please also provide us the full pickup address, contact name, email address and number, department name, floor number and any additional details such as (collection from reception, goods in yard etc.), and we will schedule a sample pickup request for you with tnt carrier. (B)(6) hospital cellerstrasse 90 (B)(6) shopping 1. Floor ¿ if it is not possible to return the physical sample, can you provide detailed photos of the affected product? The contamination can be seen before use on the patient. I also ask that you pick up the goods. I would be happy to share the address.

Manufacturer narrative:
Our quality engineer inspected the photos and samples submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples and photos. Analysis of the sample showed that there was a white spot on the fitting component of the sample. Bd determined that the cause of the failure was related to our assembly process. The white spot is excess solvent that was accidentally introduced to the product during flow testing. A design change to our manufacturing process has been made to prevent the introduction of excess solvent into our flow tests. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.